Manufacturer narrative:
Due to character limitations in e1 getinge USA sales llc, (B)(6) hospital. Updated fields - b4, g3, g6, h2, h11. Corrected field -e1, h6 (investigation findings).

Manufacturer narrative:
Updated fields- h3, d9, b4, g3, g4, g6, h1, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that they could not replicate the issue but would need more time to run the unit. On a return visit, the customer reported a fuzzy upper display. As a result the upper display monitor board was replaced. Device passed the performance and safety checks according to factory specifications.

Event description:
It was reported that during use, helium of cardiosave intra-aortic balloon pump (iabp) wouldn't inflate the balloon. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.